Event description:
It was reported that during treatment procedure, the physician encountered resistance with the guidewire lumen of the balloon catheter while approaching the 100% stenotic lesion in the distal right coronary artery. The choice pt plus guidewire was removed and replaced with a neo's soft guidewire to successfully complete the procedure. Upon removal of the choice pt plus guidewire, it was noted that the coating may have been abnormal. No pt injuries or complications were reported. Pt status is reported as "good."